Event description:
It was reported that high threshold, loss of capture, and low pacing impedance were observed on the left ventricular (lv) lead. Lead insulation was suspected but not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.